Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturing number: 3006705815-2021-00606 and 3006705815-2021-00608. It was reported that the patient began experiencing a shocking sensation at the incision site during an MRI. The patient was sent home and it fine.